Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The end user stated that the chair has been sitting for about a year, charged it up, it worked for about 2 weeks and would drive erratic and it ran her into the table but it did not cause any injury or damage.